Event description:
The reporter was calling on behalf of his wife. He said that her meter rec'd er1 messages. He stated that upon checking the confirmation dot on the test strip "it always says 140-170 which is normal for my wife." He further reported that "she goes to the doctors for a weekly lab test and it always falls in the 140-170 range."